Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a "hdd port 1 error" and he would like to look into how to take care of this. Patient monitoring is unaffected by the error message. Customer stated that they are also experiencing occasional black-screens and system freezes that the cns will recover from. Troubleshooting: I asked the customer if there are any error lights on the front of the cns tower, the tower has the alarm light illuminated red, an amber hdd1 light, and the debug screen shows error 41. I informed the customer that this is all indicating a failure of the hdd in port 1. Tech support (ts) explained that due to the reported system instabilities, ts cannot in good-faith recommend a field hdd replacement, as if they have a freeze or hdd error on port 2 while the array is rebuilding, it could take out the whole cns. Ts strongly recommended a repair or exchange. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a "hdd port 1 error" and he would like to look into how to take care of this. Patient monitoring is unaffected by the error message. Customer stated that they are also experiencing occasional black-screens and system freezes that the cns will recover from. Troubleshooting: I asked the customer if there are any error lights on the front of the cns tower, the tower has the alarm light illuminated red, an amber hdd1 light, and the debug screen shows error 41. I informed the customer that this is all indicating a failure of the hdd in port 1. Tech support (ts) explained that due to the reported system instabilities, ts cannot in good-faith recommend a field hdd replacement, as if they have a freeze or hdd error on port 2 while the array is rebuilding, it could take out the whole cns. Ts strongly recommended a repair or exchange. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 12/22/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 12/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3. 01/08/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a "hdd port 1 error" and he would like to look into how to take care of this. Patient monitoring is unaffected by the error message. Customer stated that they are also experiencing occasional black-screens and system freezes that the cns will recover from. Troubleshooting: I asked the customer if there are any error lights on the front of the cns tower, the tower has the alarm light illuminated red, an amber hdd1 light, and the debug screen shows error 41. I informed the customer that this is all indicating a failure of the hdd in port 1. Tech support (ts) explained that due to the reported system instabilities, ts cannot in good-faith recommend a field hdd replacement, as if they have a freeze or hdd error on port 2 while the array is rebuilding, it could take out the whole cns. Ts strongly recommended a repair or exchange. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a "hdd port 1 error" and he would like to look into how to take care of this. Patient monitoring is unaffected by the error message. Customer stated that they are also experiencing occasional black-screens and system freezes that the cns will recover from. Troubleshooting: I asked the customer if there are any error lights on the front of the cns tower, the tower has the alarm light illuminated red, an amber hdd1 light, and the debug screen shows error 41. I informed the customer that this is all indicating a failure of the hdd in port 1. Tech support (ts) explained that due to the reported system instabilities, ts cannot in good-faith recommend a field hdd replacement, as if they have a freeze or hdd error on port 2 while the array is rebuilding, it could take out the whole cns. Ts strongly recommended a repair or exchange. No patient harm reported. Investigation conclusion: the customer reported an hdd port 1 error on a central nursing station, accompanied by occasional black screens and system freezes, though patient monitoring remained operational on the secondary drive. Nk tech support identified the error lights and debug code as indicative of a failed hard drive in port 1. Due to the system instability, a field replacement was not recommended, as a failure of port 2 during array rebuilding could take down the entire system. The customer opted to purchase a replacement hard drive. After the new drive was installed, it failed to begin the rebuilding process. The drive was removed, the unit was rebooted, and the drive was reinstalled, but rebuilding still did not initiate. The unit was sent in for further evaluation under a separate ticket (B)(4). Upon evaluation at the repair center, no physical damage was found, however hdd1 was identified as over three years old and in need of replacement, and the error code was successfully duplicated. Both hard drives were recommended for replacement. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10. Concomitant medical device.